Manufacturer narrative:
The device was not returned for eval. Upon initial call of the reported malfunction, the customer indicated that the device's malfunction cable was plugged into the test-port, which resulted in the "defib pad short" message. This message is a warning message and normal operation of the device. The customer confirmed that the reported malfunction was caused by user error. Analysis for reports of this type has not been identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a pt, the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.